Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2025 due to an elevated first metatarsal. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined due to the limited information provided, and no device being returned. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00080.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2025 due to an elevated first metatarsal. No deficiencies or malfunctions were alleged with any tmc device. No other patient outcomes were reported as a result of this event.